Event description:
It was reported that there was a leak from the proximal valve of the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the mapping catheter and flushing, a leak was observed from the proximal valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis. It was further reported that no abnormalities were noted during preparation. No damage was observed to the luer. The sheath was on a pump at 75 an hour. The leak was classified as a slow drip. It is not believed that the sheath leaked air.

Manufacturer narrative:
B5: describe event or problem - updated and corrected with details surrounding the event. Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in inner face of the hemostatic valve, creating a leak path.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a leak from the proximal valve of the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the mapping catheter and flushing, a leak was observed from the proximal valve of the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.